Event description:
On (B)(6) 2012, the reporter contacted animas alleging that all keypad buttons are not functioning properly. Patient must press button hard and in certain spot on button to get it to function. Reporter also states entire keypad is loose and is unsure which came first, the loss of function or the keypad issue. The reporter denies any trauma or water exposure to pump. The pump is worn under a garment and cleaned with a damp cloth there is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.